Event description:
Consumer called to report meter is reading lower (10-50 points) than other meter. Analysis run on clark error grid using competitive readings (60) as ref point vs bd readings 104 yielded data points in the d range of the grid, outside acceptable limits.